Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report on difficulty deploying bands. The trigger cord attached to the barrel with four bands, loading catheter and two-way handle were included in the return. The trigger cord had been cut in one location approximately 120.5 cm from the distal end which prevented a functional test. The handle was returned in the firing position. A visual examination of the trigger cord was performed. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The cut portion of the trigger cord was put next to the rest of the cord and the distance within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the mbl string subassembly was reviewed. A discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following precaution: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record for the lot number confirmed that this lot met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook 6 shooter saeed multi-band ligator. During egd, the patient was noticed to have varices. The physician and assisting nurse placed banding device standard onto a endo upper scope per manufacturing directions. The endoscope passed through the mouth into the esophagus and varices area. The varix was suctioned into device by the physician utilizing suction. Two (2) bands were then placed. The device was not releasing the varix post deployment. A second gastrointestinal physician additionally added consult and after manipulating with forceps and a roth net, and after strings were cut, the band eventually fell off. The physician was eventually able to free device from varices. The patient did not sustain harm. Other than the deployed bands, a section of the device did not remain inside the patient¿s body. Forceps and a roth net were used to free the trigger cord. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.